Manufacturer narrative:
Patient information was partially provided.

Event description:
The customer reported the ventilator safety valve cannot close sometimes. The customer reported there wasn't any harm to the patient.

Manufacturer narrative:
(B)(4).